Event description:
It was reported that the pt's device was turning off by itself. It was implanted a few months ago and the physician wished to replace it. Further info is being requested at this time.